Event description:
While using a byte night aligners, patient reported that they noticed damage to the enamel on their front teeth near the gum line. They will need to see their dentist to be evaluated. Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.